Manufacturer narrative:
Device evaluated by MFR: the complaint device was received with the stent fully constrained in the correct position on the delivery system. A visual and tactile examination found no kinks or damage to the tip, handle, and shaft of the device. The safety lock was in place on the rack of the device. This concludes the product analysis.

Event description:
It was reported that the stent was not deployed well. The target lesion was located in the iliac artery. A 12x60x75 epic stent self expanding was selected for treatment. Post procedure, the stent was not deployed well because the stent strut was hard to see in the fluoroscopy. The procedure was completed with this device. No patient complications were reported. It was further reported that the target lesion was very tight and tortuous and 11mm in diameter for the reference vessel. It was 60-70% stenosed and was severely tortuous and moderately calcified. The stent was mal-apposed to the target vessel. There was no difficulty executing the deployment steps as the physician had already used epic devices before.

Event description:
It was reported that the stent was not deployed well. The target lesion was located in the iliac artery. A 12x60x75 epic stent self expanding was selected for treatment. Post procedure, the stent was not deployed well because the stent strut was hard to see in the fluoroscopy. The procedure was completed with this device. No patient complications were reported.